Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips to report a fault detected in preventive maintenance (pm). There was no reported patient involvement.

Event description:
It was reported that a fault was detected during preventative maintenance (pm). It was further clarified by a philips field service engineer (fse) as the battery does not pass testing. There was no reported patient involvement.